Event description:
The stent was advanced to the target site and deployed. However, an attempt to deflate the balloon was not successful. The inflated balloon was pulled back inside the guiding catheter and removed. Stent remained deployed at lesion site as intended.